Event description:
It is further reported that the tip component including the bending section cover detached and fell off due to loosening and detachment of component joints.

Manufacturer narrative:
Corrected data: b5, g3 (the correct g3 date is 23-jul-2024), h6 (component code-adding ¿3123-tip¿, medical device problem code- ¿1562- material separation¿ ) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A probable cause could also not be determined due to lack of information. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the fiberscope distal end (cover) coating was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.